Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that one day post-implant, intermittent pauses were noted. When an x-ray noted a slight dislodgement, the lead was repositioned. Three days post implant an ECG showed undersensing and intermittent capture. The cause of the intermittent function could not be determined, therefore the entire system was replaced.